Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this case, it is possible that the cap seal was not fully tightened, therefore resulting in the reported leak difficulties. However, the device was not returned for analysis; therefore, it cannot be confirmed. The investigation determined a conclusive cause for the reported difficulty cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
It was reported the copilots were leaking during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported the copilots were leaking during use. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.